Event description:
Reported by attorney. Plaintiff claims to have suffered (claim per legal filing point as noted) "mesh erosion, vaginal pain, urinary problems, 0.5 cm pigmented vulva lesions. After and as a result of the implant, the pt suffered serious bodily injuries, including but not limited to, extreme pain, erosion of internal bodily tissue, dyspareunia, additional surgery and other serious injuries. Plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and have sustained permanent injury. Plaintiff was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering... Will result in some permanent disability to her body."